Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances noted in the DHR related to the reported event.

Event description:
Customer reported: during use on a patient (unstable condition), it was reported the iabp generated a "device electrical failure" alarm. The physician attempted to re-start the device but it would not start-up. A second device was brought in and the iabp therapy was initiated. However, on the second device the ECG trigger couldn¿t be used despite having the ECG slaved to the console. The device used the pressure to trigger instead. Once the pump was brought to the ICU, the ECG signal was fine and the pump worked properly but the patient passed away a few hours later. Further, the customer is not attributing the patient's death to the device due to the patient's medical history. In addition, it was also reported the patient was in cardiac arrest prior to receiving iabp therapy. This is 2 of 2 events reported for the same event. This emdr has been initiated because of the patient death.